Event description:
The device would not deploy. When they tried to remove the stylet after opening the package, it was very difficult to remove the stylet. It was also difficult to flush the port. The physician tried to unsheath the stent and deploy it but was stuck. They removed the stent from the patient and could not get the stent too deploy. They used extreme force to get it to come out but decided not to use it. The procedure has been completed with other device of same type.

Manufacturer narrative:
It was reported that the physician tried to unsheathe the stent and deploy it but was stuck. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The device would not deploy. When they tried to remove the stylet after opening the package, it was very difficult to remove the stylet. It was also difficult to flush the port. The physician tried to unsheath the stent and deploy it but was stuck. They removed the stent from the patient and could not get the stent too deploy. They used extreme force to get it to come out but decided not to use it. The procedure has been completed with other device of same type.

Manufacturer narrative:
It was reported that the physician tried to unsheathe the stent and deploy it but was stuck. As a result of analysis of the returned device, the stent was loaded and the pusher was bent. There was no curve and kinking on the stent loaded part of the outer sheath, and the tip was inserted into the sheath. Our stylet was used for insertion and removal, and it was performed normally. Flushing test was performed through the flushing port and it was performed normally. Deployment was tried without pressure and it deployed well. In the inner sheath, notable kinking was not observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under no pressure, it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force causing strong resistance, resulting in deployment failure. In addition, based on the tip being inserted into the sheath and the pusher being bent, it is considered it occurred during the repeated pushing and pulling of the delivery system to deploy it or the removal process. This complaint is assumed that it was a malfunction of the device due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.